Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed downstream occlusion. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information d10, h3, h6 and h10: baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified through review of the event history log as downstream occlusion messages. However, the device did not get evaluated for the customer reported issue of false downstream occlusions. The device is no longer in its as received condition and thus further testing is not able to be performed. Cause was not able to be identified. The device will undergo full release testing prior to return to the customer to validate proper working conditions. Should additional relevant information become available, a supplemental report will be submitted.